Event description:
User facility reports the following: 1. Catheter place atraumatically into patient. 2. Dr. Attempted to remove epidural two hours later while patient was lying down and met resistance. 3. Dr. Had the patient sit up and lean forward and still met resistance while attempting to remove the catheter. Dr continued pulling on catheter for which it stretched and when removed, the "blue tip" was missing. 4. Fragment left in patient's back. 5. Dr made follow-up call to the patient april 16th for which the patient was asymptomatic. 6. Dr will not release the sample.